Event description:
The facility representative contacted baxter to report an infusor that had leaked. The event occurred during set-up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.